Manufacturer narrative:
H6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned femoral implant impactor confirmed the plastic coating on the head of the device is missing. The device also has signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the set up of a tka, it was noticed that the plastic coating of a femoral implant impactor tore off. The procedure was completed without delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.